Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Continuation of medical products: 5076-52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient alert has triggered for low rv (right ventricular) tip to rv coil impedance out of range. It was noted that a couple months earlier the rv lead¿s sensitivity was reprogrammed because of a lead integrity alert that was triggered due to oversensing indicated by high rate non-sustained episodes and sic (sensing integrity counter) counts. The patient will be brought in to reset the alert and then will continue to monitor the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.